Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the patient fell while getting on bus which resulted in a peri-prosthetic fracture of left hip.

Event description:
It was reported that the patient fell while getting on bus which resulted in a peri-prosthetic fracture of left hip.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an accolade stem was reported. The event was confirmed. Device evaluation not performed as the reported device was not returned for evaluation. The clinician confirmed the periprosthetic fracture on the x-ray received. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided, although it is likely the trauma resulted in the periprosthetic fracture. Additional information is needed to fully investigate the event.